Manufacturer narrative:
Pump was received with motor error alarm during rewind due to motor encoder signal out of phase. Unable to perform displacement test due to motor error alarm. Unit had cracked display window corner, cracked battery tube threads and cracked reservoir tube window.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. The insulin pump was exposed to magnetic field. The blood glucose at the time of the incident was 69 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.